Event description:
Customer reports to be vision impaired and was not able to see display screen and was not able to prime. Customer states that screen display would go blank, then come back up, but is not able to see what message was displayed on screen. Customer called emergency medical technicians for assistance. Customer received assistance. Customer called back and it was found that customer was accidentally locking keypad. Customer was instructed on how to prevent locking keypad. Customer's blood glucose was 210 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.